Event description:
A customer contacted beckman coulter inc (bec) reported cartridge chemistry (cc) cuvette washer motion errors on the unicel dxc 600 pro synchron clinical system. Bec cts (customer technical support) assisted the customer with troubleshooting and found that there was also a leak on the reaction wheel cover. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts suggested the customer to do a cuvette wash while observing the reaction wheel. The customer stated that it appeared fine and was aligned properly. No leakage or error codes were observed. The customer was to call back if issue continued. No further leaking complaints were received. The bec internal identifier for this event is (B)(4).